Manufacturer narrative:
Product recall initiated on august 21, 2007.

Event description:
Acl was done in 2007 with endobutton cl femoral, and calaxo screw tibial. On two months later, re-intervention for debridement at the tibial insertion place, screw almost entirely disappeared and drainage of pus.